Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker could not be interrogated. Numerous troubleshooting techniques were attempted without success. An invasive procedure was performed and this device was replaced. It was noted at change out that the battery had been depleted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed this device could not be telemetered and had no pacing output. The device case was removed to facilitate inspection of the internal components. The battery voltage was measured at 0.46 volts which is too low to support pacing and telemetry functions. The battery was removed and replaced with an external power source. Subsequent testing noted a high current drain. Detailed analysis was undertaken to determine the cause of the identified high current drain. During detailed analysis the mixed mode integrated circuit became damaged. As such, no further analysis could be performed. It was determined this device had a high current drain which premature depleted the battery; however, the root cause of the high current drain was unable to be determined.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that this pacemaker could not be interrogated. Numerous troubleshooting techniques were attempted without success. An invasive procedure was performed and this device was replaced. It was noted at change out that the battery had been depleted. No additional adverse patient effects were reported.